Manufacturer narrative:
Our distributor was on site and examined the ventilator. The reported issue was verified; when a peep of 5 cmh2o was selected, the measured value presented on the panel showed the value of 9 cmh2o. After further analysis it was found that the expiratory channel pc board had a kind of viscous dirt, like some kind of enteral nutrition on it. The pc board was cleaned and after that the equipment was tested several times and did not present any problem. The device was returned for clinical use and no further issue has been reported. Received information states that the final patient outcome is no injury. Evaluation of the received device log shows that the last pre-use check prior to event was performed 15 days before and it was successful. The pre-use checks performed during on-site investigation failed the pressure transducer test due to an offset pressure value for the expiratory pressure transducer that was outside the allowed limit (more than 300 mv from factory calibrated offset). A lower measured offset pressure value during ventilation leads to a higher peep than set being delivered and measured. The event log for the actual time for the event is not available and therefore the set parameters, set alarm limits and the generated alarms cannot be confirmed. Viscous dirt (liquid ingress) to pc boards may lead to short-circuiting which may lead to various failures. The source and how the viscous dirt got onto the pc board have not been determined.

Event description:
(B)(4).

Event description:
It was reported that according to the customer, the ventilator presented a peep (positive end expiratory pressure) value higher than programmed. The ventilator displayed peep at 14 cm h2o when it was stipulated at 8 cm h2o. The patient had a pneumothorax. The final patient outcome is unknown at this time. (B)(4).